Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 11.5cm was returned for analysis. External insulation abrasion was noted at 5.4-5.8cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that during a follow up, the rv lead exhibited noise. The lead was explanted and replaced. The patient was in good condition following the procedure.